Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with acute abdominal pain. The cta of the abdomen/pelvis revealed a type iii endoleak, fabric near the flow divider and the abdominal aortic aneurysm was 12 cm in diameter. The physician attempted to repair index bifurcated stent graft by re-lining with two endurant iliac limbs; implanting one on each side and extending approximately 5mm above the flow divider; however, this was unsuccessful. The physician than elected to implant an endurant 32x14x103 aui stent graft was implanted via right femoral approach. The left limb of the index bifurcated stent graft was intentionally occluded with coils. A fem-fem bypass graft was performed to restore perfusion to left lower extremities. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).